Manufacturer narrative:
The impella cp has not been returned by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) male patient had impella cp pump inserted in the right femoral for acute myocardial infarction and cardiogenic shock (ami/cgs). The patient was implanted on (B)(6) 2021, explant date was not provided. It was reported that the patient developed hemolysis during impella support. As a result, haptoglobin was administered and the pumps position was adjusted. The patient had renal failure prior to impella; however, it is unknown if the deterioration of renal function was due to ami. Dialysis was performed. No further information was provided.